Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up experiencing muscles stimulation in her upper abdomen. Device interrogation revealed, the right ventricular lead exhibited high capture thresholds and low sensing. Intermittent sensing was observed in the clinic. Patient confirmed feeling jumping sensation during right ventricular pacing, with increased sensation at higher outputs. X-ray was performed, showing the lead was dislodged. The lead was successfully repositioned on (B)(6) 2019 and x-ray was again performed at time of lead revision. The patient was in stable condition.